Event description:
During an in-clinic follow-up, premature battery depletion was alleged on the device. No intervention has been performed. The patient was stable

Event description:
Information received that the implant date of the device was incorrect, which resulted in an inaccurate longevity estimation. Premature battery depletion is no longer alleged. The implant date was updated to resolve the event.